Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring has crack and broken and fell off. Customer¿s blood glucose level at the time of incident was 274 mg/dl and the current blood glucose level was 85 mg/dl. Customer stated that the insulin pump passed the self test. Customer stated that they are unable to describe the possible damage to the drive support cap. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to verify exposed to magnetic field or magnetic resonance imaging or displacement anomaly due to completely broken off reservoir tube lip. The motor was tested outside of the device and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o ring, minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked case at the reservoir tube window corners, scratched reservoir tube window, cracked reservoir tube window, a broken belt clip slot and a missing end cap sticker. Device uploaded properly using care link.